Manufacturer narrative:
Currently, it is unk whether the device may have caused ro contributed to the reported event. Medical records have not been provided. We have contacted the pt to request additional info including the product catalog and lot number. Without a lot number a review of the mfg records could not be conducted. This MDR includes all pt, event, and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt: it was alleged that in 2005 the pt was implanted with an unk composix kugel hernia patch. The pt reports that she began experiencing severe abdominal pain and that a CT scan and MRI was done. The pt further reports that her wound opened up and in 2008 she underwent surgery to remove a composix kugel hernia patch. She alleges that during this surgery it was noted that the ring of the hernia patch was broken. The pt reports that she continues to experience "problems".